Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported failed o2 accuracy test.the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.